Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - patient was revised to address infection. Update 07/26/2012: litigation documents were received. Litigation alleges that the patient suffered discomfort, pain, fatigue, swelling and difficulty standing and walking. Update: patient fact sheet received. 10/29/2012. Update rec'd 8/1/2013- ppd and medical records. Received. This complaint is for the right hip and a correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a septic hip. All implants were removed and prostalac was placed. The MDR decisions for the 1st and 2nd products are being re-evaluated. The patient was reimplanted on (B)(6) 2009 with competitor products. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 2/16/2015.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Update rec'd (B)(6) 2013 - after review of the medical records for MDR reportability, the revision operative note indicated the patient was revised for a septic hip. All implants were removed and prostalac was placed. The MDR decisions for the 1st and 2nd products are being re-evaluated. The patient was reimplanted on (B)(6) 2009 with competitor products. Examination of the reported devices was not possible as they were not returned. The asr devices have been discontinued/obsoleted/recalled from the market and will not be investigated further. The remaining device is exempt from provided record review per procedure. A search of the complaints databases finds no other reports against the provided femoral stem product/lot code combination. The patient was initially implanted with depuy product in (B)(6) 2006 and revised for infection in (B)(6) 2007. It is not likely or reasonable to conclude the depuy devices contributed to the patient's reported infection almost five months post primary implantation. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.